Event description:
It was reported that the customer's blood glucose was 550 mg/dl and she had reached the maximum bolus amount without having delivered any insulin. Customer stated her last bolus had delivered the day before. She stated she was not alone. Call disconnected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.